Event description:
On april 18, 2024, senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event with sg=63mg/dl and bg=105 mg/dl that happened on (B)(6) 2024 at 5.00pm. Dms review revealed that on (B)(6) 2024 at 5 pm, sg=148 mg/dl and bg was not entered. The information didn't match with the time provided, but the user confirmed that he received a low glucose alert. Review of the dms showed that the user received a low glucose alert at 6:54 pm where the sg value was 63 mg/dl. The user did not receive low glucose alert at 5 pm. The customer did not seek medical treatment and didn't treat himself because he thinks it wasn't a true hypoglycemic event. In associated sensor inaccuracies case, it was observed that the data was limited since the user had recently resumed system use. Based on available data, the system was working within expectations, and values entered as calibrations fit sg trends well. The customer was recommended to use the system, entering all bg values into the system as calibrations or glucose events, whenever the differences are observed. This would help the system adjust based on the information entered and reduce the inaccuracies. The user is currently not using the system and no further investigation or follow up was possible for this complaint. B4.date of this report: 31 may 2024. G3 date received by the manufacturer: 31 may 2024. H3.device evaluated by manufacturer: yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.